Event description:
This is a report of a patient who experienced a leak in the disposable cassette. This occurred during prime and the patient was not connected. The patient took the cassette out and dropped it accidentally. After retrieving the cassette, the patient had noticed a pinhole leak in it. The patient had stopped therapy, discarded the cassette and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. A sample of the device was not received and device analysis cannot be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.